Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints issued to the reported lot. Based on the available information, the incomplete coaptation/slda appears to be due to procedural conditions. The reported poor imaging appears to be due to procedural conditions. The reported unexpected medical intervention (additional mitraclip, same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detached from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During preparation of the steerable guide catheter (sgc) (lot 11104r135) loss of column was noted. Troubleshooting was performed unsuccessfully therefore the sgc was not used and the device was replaced with a new one. Imaging was difficult due to the patient anatomy. The clip delivery system (cds) (lot 20111r658) was advanced and placed on the mitral valve. A second cds was advanced over the valve when the physician that was manipulating the device possibly pushed on the anterior leaflet too hard and it was noted the first implanted clip had detached from the posterior leaflet (single leaflet device attachment (slda)). Two clips were implanted to stabilize the slda clip, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.